Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation, the pump booted with a blank screen and a software alarm occurred. A review of the alarm history verified pump software alarms had occurred on (B)(6) 2011. The pump's software files were reloaded, and the pump was then exercised for 24 hours with no alarms and no issues. Evaluation determined that the pump's software was corrupted.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter reported the patient's pump was not powering on, the display screen was blank and the keypad buttons were unresponsive. The battery cap was intact and secure. During troubleshooting the patient then received a low battery alarm from the pump. The patient replaced the pump battery and this resolved the issue. There was no adverse event associated with this issue.